Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken pusurg1. Using microscope visually inspected tip. No defects or markings were noted on instrument. Recommended settings for pusurg2 are a minimum of 1 and a maximum of 7. Also, these tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Root cause cannot be determined.

Event description:
In this event it was reported that a proultra surgical tip #1 broke during use; no injury resulted.